Manufacturer narrative:
A united states customer contacted siemens and reported observation of erroneously depressed sodium (na) patient sample results when processed on a dimension exl with lm integrated chemistry system. Siemens reviewed the instrument data, and the information provided by the customer. Quality control (qc) results were within the acceptable laboratory range prior to running patient samples. The applied correction factor and dilution check bias were within acceptable limits. In accordance with siemens recommendations, the customer replaced the x tubing and imt sensor, performed a dilution check using fresh dilution check solution, and ran all lytes qc, which recovered acceptably. No further occurrences were reported following these actions. Based on the available information, the probable cause of the reported event was consistent with flow obstruction due to the formation of micro clots or crystals, which was resolved by replacement of the x tubing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported observation of erroneously depressed sodium (na) patient sample results when processed on a dimension exl with lm integrated chemistry system (s/n: (B)(6). Initial depressed results were obtained for two (2) patient samples. It is unknown if the initial depressed results were reported to the physician(s). The same samples were then reprocessed on the same system and obtained higher results. The higher results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.